Event description:
Physician was preparing the temno 20x15 needle for a tissue sample when the needle pulled apart. He asked the technologist for another needle. He took on sample and during the second pass the needle once again pulled apart. He reported the needle brushed past his glove but did not penetrate the glove. Photographs to be forwarded. Manufacturer response for biopsy needle: none to date.